Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for service. During the evaluation, the technician found the hose had a hole in it. This was attributed to normal wear. The device was subsequently repaired and returned to the customer on (B)(4) 2013.

Event description:
Device was returned for service. During service, technician found not much power, hose defective, faulty bearing/worn from use. This is report 1 of 1 for complaint #(B)(4).